Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Section h11: the following sections have corrected information: (h6) evaluation codes: 1735, 2993.

Event description:
As reported, initial implant was (B)(6) 2010. This female patient experienced a right shoulder humeral reconstruction prosthesis (hrp) revision on (B)(6) 2018 and the reason was due to infection devices were not released by the facility. All available information for this event (1st revision) has been received. In a review of the labeling and (B)(4), it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. And may require a second surgical intervention or revision.

Manufacturer narrative:
Section h11: the following sections have corrected information: (b5) as reported, initial implant was (B)(6) 2010. This female patient experienced a right shoulder humeral reconstruction prosthesis (hrp) revision on (B)(6) 2018 and the reason was due to infection devices were not released by the facility. All available information for this event (1st revision) has been received.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-05, 1714837, eq rev locking screw, 320-20-26, 1631879, eq rev compress screw lck cap kit, 4.5 x 26m, 320-20-38, 1620521, eq rev compress screw lck cap kit, 4.5 x 38mm, 900-40-33, 1717184, custom parsons rev humeral tray, 320-20-38, 1457406, eq rev compress screw lck cap kit, 4.5 x 38mm, 320-38-00, 1603872, equinoxe reverse 38mm humeral liner +0, sc45-30, 1579701 bone screw 4.5mm dia x 30mm lng, sc45-30, 1579708, bone screw 4.5mm dia x 30mm lng, 320-15-01, 1686658, eq rev glenoid plate, 900-40-34, 1717142, custom parsons rev humeral screw, 320-20-42,1590725, eq rev compress screw lck cap kit, 4.5 x 42mm.

Event description:
Revision: reason not reported.